Manufacturer narrative:
The affected administration set was not returned for evaluation. The IV administration set was requested to be returned. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Event description:
On 11/29/2023, infutronix received a report that the tubing of an IV set was leaking probably at the point of connection and the filter too. This IV set was requested to be returned for further evaluation. A patient was involved but not harmed.